Event description:
The user facility reported that during a sphincterotomy, the cutting wire of the sphincterotome broke during an attempt to cut the hepatopancreatic ampulla. The sphincterotome was removed from the patient and a different, but similar sphincterotome was utilized to complete the procedure. There was reportedly no patient injury.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The cause of the user's experience cannot be conclusively determined. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance in caution.